Manufacturer narrative:
This supplemental is being sent to correct information previously submitted in the original 3500a. The sub-category should have been "does not turn on".

Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.